Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 4 with a new one successfully. After system testing, electrical safety procedures were conducted, and system test drive, there were no issues found. System was tested and verified ready for use. The complaint was confirmed based on the field evaluation. Isi has not received the usm associated with this event to perform failure analysis. A return material authorization (RMA) was issued to evaluate the isi device.

Event description:
It was reported that prior to the start of a da vinci-assisted malignant hysterectomy surgical procedure, user informed the technical support engineer (tse) that there had been an issue with arm 4 during instrument installation. The user disabled arm 4 and continued and completed the procedure using the other three arms. No known impact or patient consequence was reported.